Event description:
On (B)(6) 2015 (B)(6) female pt started first 1st supartz injection (lot 4g757n) of second series bilaterally in her knees for osteoarthritis. She had received 1st series of supartz injection in 2014. On (B)(6) 2015 she received 2nd supartz injection (lot 4g759n). On (B)(6) 2015: she received 3rd supartz injection (lot 4g759n). On (B)(6) 2015: presented to the emergency room with a cause that is unk at the moment. They did state that they had aspirated the knee as the pt had a septic knee (or pseudo septic knee). She had septicemia in her blood and an infection in her urine as well. She did seem to improve and they sent her home. On (B)(6) 2015: a few days later she died and the cause was unk at the time of the complaint.

Manufacturer narrative:
We are investing details.